Event description:
It was reported that prior to surgery the device was programmed to voo mode with tachy therapies off. Upon interrogation during surgery, the device was still in voo mode, however the tachy therapy was found to be programmed on. The device was reprogrammed to vvi mode.